Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the left seat frame is bent at front, where hanger weldment slides in.